Manufacturer narrative:
Follow-up #1: date of submission 08/10/2016. Device evaluation: the device has been returned and evaluated by product analysis on 07/19/2016 with the following findings: investigation revealed multiple cracks in the battery compartment. Unrelated to the original complaint, the returned battery cap was missing a yellow ring; a test cap was used during the investigation. The pump case was noted to be cracked between the case seal and the display lens. In addition, the display was dim and fading. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. Battery compartment damage was reported. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.